Manufacturer narrative:
The medwatch malfunction report is being filed outside of the thirty-day time frame.

Event description:
It was originally reported by the field service technician that the ventilator would not fully power up after preventative maintenance was performed. The ventilator was returned to the manufacturer for evaluation. The customer did not report a problem with the ventilator and it was not connected to a patient when the reported problem occurred.